Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was not able to be implanted due to the unevenness of the lead. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of the lead was uneven near the entrance to the right ventricle and unable to implant. Final analysis found that as received, a complete lead was returned in one piece. The reported event of the lead was uneven near the entrance to the right ventricle was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.